Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved an extension set, 32 inch, 2 clave(tm) y-sites, secure lock in which the customer reported that the blood backed up into the extension set and leaked out one of the y site claves. The device was changed out/replaced with no further problems encountered. There was no blood loss, no unprotected chemo exposure and there was no delay in critical therapy. There was patient involvement, however, there was no adverse outcome as a consequence of this event.

Manufacturer narrative:
The initial report was submitted in error; the device was received and evaluation was performed. Blood residuals were observed in the device as received. No other damages or anomalies. The set was leak tested per product specifications. There was no leakage. The reported complaint of backflow was unable to be replicated or confirmed. Lot history review was performed and no relevant non conformities were found that would have led to the reported complaint.